Event description:
It was reported that on (B)(6) 2011, seven months after the successful implantation of the promus stent in the distal right coronary artery, coronary angiography found stenosis in the target vessel, non-target lesion. One month later, on (B)(6) 2011, the patient underwent percutaneous coronary intervention to treat the stenosis. The condition resolved the following day on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch report, it was reported that the index promus stent was patent, non-occlusive during the coronary angiogram performed on (B)(6) 2011. The lesion that required percutaneous coronary intervention was proximal and distal to the index promus stent. There was no in-stent or edge stent restenosis of the promus stent. Because the patient was asymptomatic the interventional procedure was performed approximately one month later. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.